Event description:
There was an allegation of questionable na electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial na result was 146.9 mmol/l. The repeated na results were 138.7 mmol/l, 138.7 mmol/l, and 138.5 mmol/l. Patient 2: the initial na result was 148.1 mmol/l. The repeated na results were 152.5 mmol/l, 143.1 mmol/l, and 143.2 mmol/l. It was noted that the repeated results were believed to be correct, but it was not specified which repeated results.

Manufacturer narrative:
E1 initial reporter facility name:(B)(6). The na electrode lot number is w9812 with an expiration date of 25-mar-2025. The k electrode lot number is g8007 with an expiration date of 06-apr-2025. The field service representative replaced the degasser, replaced valves, and decontaminated the flow path. The investigation determined the service actions resolved the issue.